Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('an ablation will solve her bleeding/ cramping issues') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal pain lower and genital haemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('an ablation will solve her bleeding/ cramping issues') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and tooth disorder ("tooth trouble"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, abdominal pain lower and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal pain lower and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- tooth trouble. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('an ablation will solve her bleeding/ cramping issues') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal pain lower and genital haemorrhage no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.